Event description:
The customer contact reported a separation. The catheter was to be used for continuous arterial blood pressure monitoring. The customer contact reported that while inserting the catheter into the pt's right brachial artery, the hub separated from the catheter and the tip of the catheter remained lodged in the pt's brachial art. The customer contact indicated that the anesthetist removed the tip of the catheter from the pt's brachial artery. The catheter was replaced and the monitoring was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80foz and is 510k preamendment. This report represents all the info known by the reporter upon query by hospira personnel.